Manufacturer narrative:
Title: stentless aortic reoperation: new surgical strategy with rapid deployment valves citation: j thorac cardiovasc surg. 2015 jun;149(6):e88-9. Authors: martinelli gl, cotroneo a, greco p, cassese m. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review of a medtronic 25-mm aortic root bioprosthesis (serial number not provided) implanted in the aortic position. Fourteen years post-implant, a transthoracic echocardiogram (tte) showed complete calcification of the aortic root with severe aortic regurgitation as the result of an inversion of one cusp as well as an ascending aortic aneurysm. The bioprosthesis was replaced by a non-medtronic bioprosthesis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.